Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was having difficulty with it. A new ambicor penile prosthesis was implanted. No patient complications were reported.